Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp (healthcare professional): the retention was a new symptom for the patient and treatment took place. No infection / no uti was found in the patient. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported the patient was in a lot of pain and had a lot of urgency to urinate but was unable to urinate. He has been urinating every 10 minutes as very little comes out. He is going into his doctor today to see if he has an infection. No further complications were reported or are anticipated.